Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024. The patient complains of severe pain during and for 20 minutes after the delivery of an extra dose. His extra dose is set at 0.3ml. No further information available.